Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Healthcare professional reported left side is "firmer and tighter with sharp, stabbing pain due to a displacement issue." The doctor advised the left side implant has moved over the muscle, and that is the cause of the left side events. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identified opening striated on anterior side, consistent in the use of some surgical tool and non penetrating nicks. The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported left side is "firmer and tighter with sharp, stabbing pain due to a displacement issue." The doctor advised the left side implant has moved over the muscle, and that is the cause of the left side events. Device has been explanted.